Event description:
It was reported that intraoperatively, when the surgeon was placing the screw on the plate, the head of the screw was broken, leaving one part encrusted and the other outside.

Manufacturer narrative:
The associated complaint device was not returned for evaluation. A review of complaint history for the listed part revealed no prior complaints for the listed failure mode. The lot is unknown for this device. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.